Event description:
Healthcare professional reported, a right side deflation. Healthcare professional later, also reported, "scant amount of particles in valve, valve delaminated from shell, small hole along edge of valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the anterior side assessed, as unidentified (tear) opening. And one opening on the anterior side assessed, as surgical damage. (Shell thickness was within specification). Other technical: no observed, particles in valve. Delamination/valve leak and/or damage: observed, total delamination of valve assessed, as adhesive failure. Additional observations: wear abrasion observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Reason for reoperation: delamination, other-technical, valve leak and/or damage.

Event description:
Healthcare professional reported a right side reported "scant amount of particles in valve, valve delaminated from shell, small hole along edge of valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.